Event description:
It was reported, "patient had been complaining of constant pain-- attempted aspiration with no results. Patient had been sent to pain management and prescribed anti-depressants which she refused. Patient taken to surgery and irrigated and debrided and components checked. Patellar tracking was fine and components appeared to be in good position. Insert exchange was performed without incident."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Retained at the hospital as per hospital requirement. If additional information becomes available, it will be submitted in a supplemental report.